Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and manual injections were administered to address bg. Customer suspected the infusion set site to be the cause of the elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning as expected. No issues were found with the infusion set site. Recommendation was made for customer to discuss event with a healthcare provider.